Event description:
It was reported that the pump experienced a malfunction, preceded by a roller coaster ride at an amusement park. The customer¿s blood glucose level exceeded 500 mg/dl and displayed as "high," although the specific value was unknown. Corrective actions included administering a correction injection via multiple daily injections without any assistance from a third party. The malfunction code malf 0 appeared but was resettable, and cts provided pump reset information, assisting the customer with the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.